Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Subsequently, the device was explanted and replaced successfully. There were no additional reported adverse patient effects.